Event description:
It was reported that the patient was experiencing burning sensational pain and inadequate stimulation. It was also noted that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.